Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2016, 3:00pm. The patient reported obtaining inaccurate erratic blood glucose results of ¿277 and 52 mg/dl¿ on the subject meter, performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for precision. The patient manages his diabetes with insulin (self-adjuster). The patient reported that on (B)(6) 2016, 3:00pm he developed symptoms of ¿sweaty and shaky.¿ the patient stated that at 3:03pm he self-treated with food and or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and the results were obtained from an approved sample site. The patient¿s test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient carried out the correct testing steps. The patient did not have control solution to conduct a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.